Event description:
Pt experienced abdominal bleeding which was considered life threatening while enrolled in protocol for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat. The pt underwent liver resection surgery on 2/2004. The same day, the pt's white blood cell count (wbc) was 17.4 10x3 (normal 4.3-11.0). The next two days, the pt underwent two exploratory laparotomies due to significant drop in their hemoglobin (hgb) and hemotocrit (hct) as well as hypotension with a heart rate increase to 130 beats per minute (bpm). Intra-abdominal hematoma was found and evacuated each time (reference medwatch 2950374-2004-00004). Post-operatively, the pt was kept intubated. Hemoglobin and hematocrit stabilied on the last day of laparotomy. On that date, their wbc was 15.3 10x3. Attempts to extubate the pt was not successful. Two days later, a computed tomogram of the chest showed bilateral lower lobe pneumonia, worse on the left than the right with associated bilateral pleural effusions that were free on the left and possibly loculated on the right. The pt was treated with intravenous (IV) antibiotics. The event is considered ongoing.